Manufacturer narrative:
No device malfunction is alleged. The probe was discarded by the user. A review of the device lot history records indicated the probe met all specifications and passed all manufacturing tests. System logs were reviewed and confirmed the system settings and no error messages were generated during the procedure. Patient comorbidities may have contributed to the pneumothorax. No additional investigation is planned.

Event description:
On (B)(6) 2017, the physician used 1 pr15 ablation probe to ablate a lung lesion. No complications were reported during the case and no device malfunction is alleged. On (B)(6) 2017, the patient complained of chest pains and was re-admitted to the hospital. CT image revealed extensive pneumothorax. Two (2) pigtails were inserted to the lung to address the pneumothorax. Patient had previously had a liver transplant and pleurodesis.